Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing and a spot on the lung. The patient did receive medical intervention and reported to have a CT scan. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing and a spot on the lung related to a bipap device's sound abatement foam. The patient did receive medical intervention and reported to have a CT scan. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. Thmanufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at thistime. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-07664-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 was corrected.